Event description:
During a programming session it was reported the patient ((B)(6)) is not receiving adequate therapy coverage. The patient was referred to the treating physician for further assessment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.